Manufacturer narrative:
Asku

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted; the outer insulation was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack and breach (non-electrical). It was also noted the inner tubing was kinked/buckled, outer tubing overlay was melted, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix/lobe mechanism. In addition, the lead was flexed within five centimeters of the anchoring sleeve and a deformation/fracture five centimeters proximal section of the inner coil and had extension problems. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.